Event description:
During the second stage of labor fetal heart rate monitor inconsistently recorded a tracing on the paper strip. When the nurse paused to validate the fetal heart rate between pushes the fetal heart rate monitor showed the fetal heart rate within normal range. Upon further review, the monitor was doubling the fetal heart rate and tracing some maternal rates.